Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 38 indicating a motor stall that persisted after multiple restarts, and the device was subsequently replaced; blood glucose was reported unaffected and the patient was advised on charging, shutdown, return, data sync, and use of cgm. Symptoms included no reported adverse clinical effects. Outcomes included no change in blood glucose, no injury, and no hospitalization. Investigation included device history review and troubleshooting through guided restarts and charging attempts. Investigation of this device revealed a persistent motor stall consistent with an insulin delivery motor malfunction that did not resolve with user-level interventions. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the motor assembly with an undetermined specific root cause at the time of replacement.